Event description:
It was reported that the patient started to feel sick on (B)(6) 2013. He experienced headache, foul-smelling diarrhea, mucus in nose but now seemed like the nerves in arms and hands were electrified as if he was not getting medication. Patient said that it was not until the last couple of hours that he was mobile and able to speak. The patient also mentioned that he had the roto virus so he did not know which symptoms were related to virus compared to pump. He had heard the critical alarm since (B)(6) 2013 and contacted the physician¿s office and was told the refill was not until (B)(6) 2014 and to call the company. The patient stated it did not seem they were taking this to be anything serious even when he contacted them again on (B)(6) 2013. He also mentioned that bolus machine also was not working. He had seen the 8476 code on the personal therapy manger (ptm) since (B)(6) 2013. The patient did take oral medication, oxycodone and morphine, for breakthrough pain. This device system delivered clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).